Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the patient was revised due to pain, wear, dislocation and a fractured liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: femoral head, catalog#: 00801803601, lot#: 60008456; versys hip system femoral stem, catalog#: 00784101200, lot#: 55959400; self-tapping bone screw, catalog#: 00625006530, lot#: 26222200; trilogy acetabular system shell with holes, catalog#: 00620005020, lot#: 60002877; trilogy acetabular system shell with holes, catalog#: 00620005020, lot#: 25027200. Complaint sample was evaluated and the reported event was confirmed. A longevity poly liner was returned for evaluation. As returned, the rim feature is fractured. Gouging is also seen on the rim. The boss exhibits damage that indicates it was fully installed in the shell. Dimensional readings of the outer diameter show the liner is ¿egg shape¿. The depth of the lock ring groove is found to be conforming to print specification. Damage is too severe for further dimensional analysis. The mating femoral head was returned in good condition. Surgical notes from the primary implantation were reviewed. The patient underwent right side total hip arthroplasty due to osteoarthritis with mild acetabular protrusio. The components were implanted using a cementless technique with press-fit components and medial acetabular bone grafting with autogenous cancellous bone graft. The hip had excellent range of motion and stability. Revision surgical notes were not received; however, it was reported that during the revision surgery, it was noted that the cup was in the correct position and the neck length on the stem and head were proper. X-ray review revealed that the patient had poor bone quality and displayed evidence of retroacetabular osteolysis and polyethylene wear. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent right hip arthroplasty and was revised 13 years later due to pain, dislocation, wear, and liner fracture. No further information is available.